Manufacturer narrative:
The device history record and product release decision control sheet of the involved product/lot# combination were reviewed and no anomaly related to the event was found. The device has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report.

Event description:
It was reported that during a procedure, the physician noted fragments of polytetrafluoroethylene and silicone oil, allegedly stemming from the traxcess microguidewire coating. There was no report of harm or injury to the patient.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned traces device found abrasions at multiple locations along the length. Based on the investigation result, as a possible cause of occurrence, it was likely that the operation of removing the device was performed while the hard object such as the distal end of attached metal inserter was in contact with the surface of the shaft. As a result, each involved section was abraded and the outer layer was peeled off.